Event description:
Event description guidant received information that this pacemaker, which was implanted the previous night, is having episoides of pauses recorded via telemetry. The patient's intrinsic rhythm is in the 30's. The field clinical representative is calling technical services for troubleshooting assistance on this issue. The device and leads have tested and appear to be functioning normal. There are multiple markers noted on the egm's when the patient is moving but no noise on the leads.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The pacemaker was explanted for normal battery depletion over 10 1/2 years later and returned for analysis.